Manufacturer narrative:
Complaint conclusion: a mynxgrip vascular closure device (vcd) delivery shaft did not go into the procedural sheath introducer when the doctor pushed down the vcd shuttle. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following a diagnostic peripheral procedure. The patient's vessel diameter was verified to be greater than 5 mm in diameter. There was moderate vessel tortuosity. The user shuttled down completely. Significant resistance was felt while shuttling down. It is unknown if unusual force was applied when retracting the sheath from the tissue tract. The sheath was not kinked/bent. Manual pressure was applied for 10 to 15 minutes and a closure device from another manufacturer was used. The patient's hospitalization was not extended. The patient was noted to have recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis the shuttle cartridge was engaged to the handle. The advancer tube was separated from the returned device. Damage was observed at the balloon proximal bond. (Probably caused by the advancer tube during the device removal step, which is unrelated to the reported failure). A product history record review of lot f1725604 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported shuttle advancement issue was not confirmed through analysis of the returned device. The procedural sheath was not returned with the device; therefore, a physical investigation could not be performed. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event. According to the procedural steps in the instructions for use, whilst not intended as a mitigation of risk ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1725604 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of the completion of the engineering evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) delivery shaft did not go into the procedural sheath introducer when the doctor pushed down the vcd shuttle. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following a diagnostic peripheral procedure. The patient's vessel diameter was verified to be greater than 5 mm in diameter. There was moderate vessel tortuosity. The user shuttled down completely. Significant resistance was felt while shuttling down. It is unknown if unusual force was applied when retracting the sheath from the tissue tract. The sheath was not kinked/bent. Manual pressure was applied for 10 to 15 minutes and a closure device from another manufacturer was used. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will be returned for analysis.